Event description:
Information received by medtronic indicated that the transmitter was not connecting to the insulin pump. The customer got device was not found error. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.